Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During implant of the left ventricular (lv) lead, the device was unable to connect to the lv lead due to an inability to tighten the set screw, resulting in high impedance. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The device was received with a stripped lv set screw. The lv set screw was removed when the torque wrench was fully inserted. The lv set screw was replaced, and the insertion and removal of the is4 lead was normal. Tightening and loosening of the lv set screw was normal. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of a lv connector anomaly was not confirmed.

Manufacturer narrative:
The device was received with the setscrew fully screwed in, and the test lead could not be inserted as the setscrew was blocking the port. The set screw was stripped, but was able to be loosened. Once loosened, insertion of the lead and re-tightening of the set screw was normal. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of a lv connector anomaly was confirmed.